Manufacturer narrative:
PMA/510(k)#: k160229. Device evaluation: complaint device was not returned therefore a document based review will be performed. It should be noted that this file is related to another complaint files. Clarification was requested as follows; ¿can you please confirm that the doctor is referring to the 03rd pass with the same device in the same patient rather than they re used the device?¿ reply was received as follows; ¿this was second patient on which doctor was using the needle. On this patient with same device it was second pass. This product is single use , doctor knows about it despite that because of cost factor he was re-using it.¿ clarification was also requested as follows; ¿am I correct in assuming that the broken needle tip was not removed from the patient as it was so small?¿ reply was received as follows; ¿yes.¿ prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number: c1772432 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1772432. The notes section of the instructions for use, ifu0060-4 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿ and ¿this device is designed for single use only.¿ there is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0060-4). It was also confirmed that this device was used on a second patient but as per ifu0060-4 ¿this device is designed for single use only¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to use of the device. This will be investigated under another file. A definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal tip of the needle to break. As per q.34 of the additional questions it is also possible that the needle tip hitting the cartilage rings of the trachea may also have contributed to the distal needle break. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip was not removed from the patient as it was so small. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k)#: k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle broke during the procedure, doctor was reusing 3rd time. The patient did not require any additional procedures as a result of the needle breakage to date. Additional information received 16-sep-2021 as follows: this was second patient on which doctor was using the needle. On this patient with same device it was second pass. This product is single use , doctor knows about it despite that because of cost factor he was re-using it.